Manufacturer narrative:
(B)(4).

Event description:
It was reported increased thresholds were observed from a malfunction on the generator defibrillation. When the patient presented for an elective generator replacement, device interrogation revealed the right ventricular lead on high defibrillation threshold. The system was replaced. No further information is available.

Manufacturer narrative:
(B)(4)

Event description:
New information received states the reason for right ventricular lead extraction was lead dislodgement. The patient was discharged and the is in stable condition after replacement.